Manufacturer narrative:
Continued h6 ( health effect - impact code): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device has been explanted and replaced. This record relates to the right side.

Event description:
Device has been explanted, discarded, and replaced.